Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 239 mg/dl. However, the customer administered a manual insulin injection and blood glucose level decreased to 159 mg/dl.

Event description:
However, the customer administered a manual insulin injection and blood glucose level decreased to 158 mg/dl.